Manufacturer narrative:
The stapler 45 instrument (part #410298-11; lot #s11161207-453) involved with the reported event was returned to isi and evaluated. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and fired properly. The stapler motor pack (smp) used during the surgical procedure was also returned to isi and evaluated. Failure analysis did not find any issues. The smp was put on an in-house system with an in-house stapler instrument and no issues were seen. Based on the current information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during the da vinci-assisted surgical procedure, a stapler 45 reload had a recognition issue. According to the initial reporter, the color of the reload had to be selected and confirmed on the console. In addition, it was alleged that the stapler 45 instrument would lose the reload. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: at the beginning of the surgical procedure, the color of a stapler 45 reload was not recognized by the da vinci system. As a result, the surgical staff had to choose and confirm the color on the console. The site claimed that a green stapler 45 reload was installed correctly on a stapler 45 instrument. However, intra-operatively the stapler 45 reload fell off inside the patient¿s abdomen. The stapler reload was retrieved with a forceps instrument. Due to the alleged instrument and reload issue, the surgical procedure was reportedly prolonged by 15-30 minutes during which additional anesthesia was administered to the patient. The surgical procedure was completed using an unspecified ethicon instrument. The green stapler 45 reload was discarded by the site.